Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a routine two day post implant follow-up, right ventricular loss of capture was exhibited. The physician elected to surgically intervene to reposition the lead; however positional adjustments failed to resolve the anomaly and the lead was removed and replaced. No resulting adverse patient effects were reported as the patient was reported as pacer non-dependent. The lead is expected to be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.